Manufacturer narrative:
E1, f5 - phone number: (B)(6). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When the doctor inserted stent into cbd, the stent was not inserted.

Event description:
A supplemental report being submitted upon completion of investigation on 02-apr-2026. To include investigation findings.

Manufacturer narrative:
E1, f5 - phone number: (B)(6). Device evaluation: 1 unit of lot of clso-7-9 device could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution, all clso-7-9 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for clso-7-9 of lot number did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of historical data records confirms the failure mode has not previously occurred for this work order. Instructions for use and/or label: instructions for use (ifu0045), which accompanies this device, instructs the user: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0045) clinical imaging review: clinical imaging was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause may be attributed to the patient¿s anatomy. Should the patient¿s anatomy have been difficult or tortuous, it may have made navigating the device to the target location challenging. This may have resulted in the user having to apply force or pressure on the device, which may have led to kinks forming and subsequently the inability to place the stent. However, as the device was not returned for evaluation, the root cause could not be conclusively determined. Numerous attempts were made to obtain additional information surrounding this event. However, this information has not yet been provided so the investigation has been completed with the information available. Should further information become available at a later date, the file will be updated accordingly. Confirmation of complaint: complaint is confirmed based on customer and /or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the initial report, when the doctor inserted the stent into cbd, the stent was not inserted. Confirmed quantity of 1 device, confirmed used. Complaint is confirmed based on customer and /or rep testimony. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause may be attributed to the patient¿s anatomy.